Event description:
It was reported that a surgery was prolonged for around 30 minutes. The patient should receive a wagner sl revision stem.

Manufacturer narrative:
The manufacturer did not yet receive the device. The lot number received for the devices was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).